Event description:
Procedure type: prostate malignancy. According to the rptr: in use, flection part was broken. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).